Event description:
It was reported that a blade detachment occurred. A non-bsc sheath was introduced via puncture from the elbow to the wrist to treat a lesion with approximately 50% stenosis over a 6cm segment. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was dilated approximately ten times at pressures between 6 and 8 atmospheres. Slight resistance was encountered during retrieval of the device, requiring additional inflation and deflation cycles, sheath orientation adjustments, and minor rotation of the circuit board. Once the resistance subsided, the sheath was withdrawn; however, inspection revealed that a blade had dislodged from the device and remained in the patient's body. Imaging studies including fluoroscopy, echocardiography and CT scan were performed to locate the fragment, but no blade was visualized. The physician informed the patient of the low risk of complications and to date no adverse health effects have been reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination found that one entire blade had completely separated from the balloon material. The separated blade was not returned for analysis. All other blades were undamaged and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that a blade detachment occurred. A non-bsc sheath was introduced via puncture from the elbow to the wrist to treat a lesion with approximately 50% stenosis over a 6cm segment. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was dilated approximately ten times at pressures between 6 and 8 atmospheres. Slight resistance was encountered during retrieval of the device, requiring additional inflation and deflation cycles, sheath orientation adjustments, and minor rotation of the circuit board. Once the resistance subsided, the sheath was withdrawn; however, inspection revealed that a blade had dislodged from the device and remained in the patient's body. Imaging studies including fluoroscopy, echocardiography and CT scan were performed to locate the fragment, but no blade was visualized. The physician informed the patient of the low risk of complications and to date no adverse health effects have been reported.